Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer's wife reported the performa nano system gave a blood glucose result of 4.3 mmol/l at 05:30 am, after breakfast. She stated he felt like he was having a stroke; slurred speech, difficulty standing. She took him to a hospital where his blood glucose was measured as 1.2 mmol/l at 06:00 am. He was treated with IV glucose, released after 2 hours. A request was made for the return of the meter and strips, replacement sent.